Manufacturer narrative:
Visual inspection reveals one abutment with a crown was returned with a portion of a fractured gold screw inside. The complaint was confirmed. The lot number for the screw lot was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.(B)(4)

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product not returned to manufacture.

Event description:
Reported that abutment screw fracture. Dentist was able to retrieve abutment screw and re-restored with another abutment and abutment screw.